Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring an (B)(6) old female patient, 30 joules of energy was unintentionally delivered to the patient. Complainant indicated that a second clinician was not aware that the device was attached to the patient while performing a device self-test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.